Event description:
Attorney alleges pt was injured when an itrell iii worked its way out of pt's body requiring additional surgery. Device was not returned to manufacturer for analysis. Device was retained by attorney. A follow-up report will be sent if additional info is received.